Event description:
Long term care resident was being pushed by a family member in wheelchair in parking lot. Wheelchair is hosp owned property. The front wheel reportedly broke apart and the resident fell forward out of the wheel-chair. The family member fell as well. The resident was treated in the emergency dept and sustained a fractured nose. The family member sustained a bruise to the leg. The wheelchair was very old and MFR info is not available.